Manufacturer narrative:
(B)(4). The customer reported to have identified the faulty part, and ordered a replacement for the display card. The repair is not yet complete, as the part has not been received.

Event description:
It was reported that, during cleaning / disinfection of a pulse oximeter, the staff noticed an incomplete heart rate display. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.